Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number al3055, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2020 and suture was used. During the procedure, the needle disassembled when the surgeon was suturing. The procedure was completed successfully with no adverse patient consequences no additional information was provided.